Event description:
It was reported that in (B)(6) 2011 the doctor attempted another surgery, this time an l5-s1 foraminotomy and decompression and rhbmp-2/acs was implanted. Patient alleges unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.